Manufacturer narrative:
Internal complaint reference: (B)(4). Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found that two anchors are attached to the needle. A review of the customer provided image reveals the device was outside of original packaging. The packaging confirms the reported batch number and product number. The anchors and suture are not attached to the device. A visual inspection revealed the device was received outside of original packaging. The anchors and suture were not returned with the device. The device showed no visible damage. The deployment needle is in the t1 pre-deployment position. A functional evaluation revealed the actuator of the device functions as intended. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an acl reconstruction surgery and meniscus repair surgery using the fast-fix 360, only t1 deployed through the meniscus. The procedure was completed with a delay of 30 minutes or less. It is unknown how the procedure was completed. No patient injury or other complications were reported.